Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the cylinder connector. The patient had visited the hospital two weeks prior to the surgery because the product did not work properly. No patient clinical complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. There was a leak in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery; a hole was present. Under the microscope it was observed that a collet ring was identified to be an incomplete insert. A cylinder was not pressure tested due to the leak that was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, and examined using a microscope. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a crack in the cylinder connector. The patient had visited the hospital two weeks prior to the surgery because the product did not work properly. No patient clinical complications were reported.